Manufacturer narrative:
Concomitant medical products- model: fr995-23, tissue valve; implanted: (B)(6) 2015, model: 638bl30, annuloplasty band; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited atrial undersensing which resulted in the patient receiving an inappropriate therapy. It was also noted that the undersensing was resulting in inaccurate arrhythmia episode data collection on the device. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter d efibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed chronic small p-waves/diminished sensing and exhibited atrial under sensing which resulted in the patient receiving an inappropriate therapy. It was also noted that the undersensing was resulting in inaccurate arrhythmia episode data collection on the device. The device and lead remain in use. No further patient complications have been reported as a result of this event.